Event description:
Source would like to report the following injury from a vacuum extractor which occurred on august 1, 1996. The client was a second twin who was subjected to a vacuum extractor for over one hour prior to delivery. The vacuum extractor was called a "mighty vac." The baby was born with apgars of 9 to 10 at 36 weeks of gestation, weighing over 6 pounds. The first twin had been delivered with vacuum extractor also, but it had only taken a minute or two. The second twin was born 3 hours after the first. The second twin had documented vacuum extractor injuries, including subgaleal hemorrhages, subarachnoid hemorrhages, intracranial bleeding, fractured sinus, fractured torcula and a ruptured intestine. This child had to undergo brain surgery at another facility as well as abdominal surgery for a torn intestine at a third facility during the first week of life. Rptr writes, "please let me know whether this case has already been reported under the mandatory requirements of the safe medical devices act of 1990." The first infant was born on august 1, 1996. He was a twin b, weighing 2800 grams. He was delivered via vacuum extraction times one hour for malrotation, nuchal cord times one. Apgars were six at one minute and seven at five minutes. The infant required resuscitation per iptb with mask for apnea and hypotonia. The infant was delivered three hours after twin a. Initially after the delivery, the infant rec'd albumin for volume and was placed under an oxy-hood 30%, and started on ampicillin and gentamicin. The respiratory status deteriorated and the infant was then transferred from facility to another facility after being intubated. The infant was diagnosed with surfactant deficiency syndrome and rec'd surfactant. He was weaned to extubation, however required reintubation only two hours after extubation, this intubation was felt by staff to be secondary to the neurologic condition. A CT scan was done which showed subdural hematoma on august 2, and the infant underwent an exploratory craniotomy on august 4. During this procedure, it was noted the infant had a subdural hematoma, post-traumatic subarachnoid hemorrhage, a brain contusion, diastatic fracture and laceration of the right transverse sinus. The infant tolerated the procedure well and was started on phenobarbital for history of multiple seizures. Following this surgery it was noted that the abdomen became distended and the infant was having bilious drainage from his stomach. A kub was done on august 8, and noted a pneumoperitoneum. He was then transferred for an exploratory laparotomy with pediatric surgery. The hosp course was remarkable for cholestasis with hyperbilirubinemia and elevated liver enzymes. Ultrasound of the liver showed no focal abnormalities, no biliary ductal dilation. Also the infant rec'd multiple blood transfusions for anemia and multiple platelet transfusions for thrombocytopenia.